Event description:
It was reported that the patient fell in (B)(6). Later there was oversensing on the atrial lead and the impedance dropped. Low sensing values were seen on the ventricular lead. Lower impedance values and one instance of high ventricular threshold were also observed on the ventricular lead. Programming changes were made and both leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient fell in (B)(4). Later there was oversensing on the atrial lead and the impedance dropped. Low sensing values were seen on the ventricular lead. Lower impedance values and one instance of high ventricular threshold and noise were also observed on the ventricular lead. Programming changes were made and both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was also reported that the atrial lead has small p-waves and have been trending down. The impedance has started to trend upwards. The right ventricular lead now has small r-waves and this has been trending down. When the right ventricular lead is programmed unipolar, it has been oversensing myopotentials. Both leads remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)